Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 clips did not fully form when the surgeon fired the device. The er320 misfired. A new device was used to complete the case. There was no consequence to the pt. The remaining clips in the er320 were fired off when testing in or by surgeon and staff.